Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system remotely and confirmed that ippc failure. Upon troubleshooting, fse reloaded the os and ippc software. To resolve this issue, fse instructed customer to recreate image store and adjust the bodyguard sensor. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the ippc stopped functioning in the middle of a case. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.